Manufacturer narrative:
(B)(4). Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned for analysis.

Event description:
During follow up, right ventricular lead impedance was noted to be low. Lead images were sent to abbott for investigation which revealed externalized conductors. The reported lead was capped and replaced and the patient is in stable condition.